Event description:
The manufacturer representative (rep) had not had a follow up visit with the physician. The reo had not been informed of any other information.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain via a manufacturer representative. It was reported that the patient had a lack of coverage. The patient had a fall approximately3 months prior to the report ((B)(6) 2016). An impedance check was run and all impedances were above 10,000 ohms. The manufacturer representative reprogrammed the electrodes and successfully achieved appropriate coverage. The health care provider is fine leaving the system as it is as long as the patient is receiving coverage. The patient confirmed the coverage. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.